Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has not been returned for investigation in our service department at b. Braun melsungen ag, melsungen, germany. As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to customer: "(1) the original order --- drug name: 5-fu(1500mg in n/s 500ml, rate 25.3ml/hr, vtbi, 556ml, time, 22hrs (2) the second day of hospitalization (3) the infusion was completed 10 hours early than the scheduled time. The infusomat pump was checked by local technical service engineer, and no problem was found.."